Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 105 mg/dl, compared with the sensor glucose reading of 58 mg/dl. The customer also noted that the sensor had a bent cannula upon removal. She reported issues with the sensor not adhering properly as well. She was advised that a replacement sensor would be sent. She declined troubleshooting for the bent sensor cannula and adhesive problem. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.